Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported that the patient had cold and increased blood glucose level reported as 800 mg/dl. The patient did not self-treat and was taken to the hospital. She experienced diabetic ketoacidosis and felt weak and tired. She injected the needle into her side and had primed it to get it ready. Subsequently, when she put the needle in, it went in crooked. Patient's husband tried to change the pump but did not take the needle out because she was sick. He had primed it but her blood glucose level was still high. She took the needle out and found that it was bent. They got the blood glucose level down to 140 mg/dl. She received some unspecified drug via intravenous route. The infusion set had been in use for three days. The site location was her stomach and the patient had three inches of scarred tissue. The patient was hospitalized for three days. Upon her release from the hospital, the patient continued with pump and used potassium as directed. At the time of this report, her blood glucose level was 179 mg/dl. Moreover, it was found that the meter was turned off and the patient's husband was assisted with turning it back on. No further information available.